Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unspecified alarms occurred that resulted in the pump to ¿stop working¿. Customer was using off label insulin at the time of the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. There was no reported adverse impact to the customer¿s blood glucose level.